Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump notifications were not audible. Reportedly, during one occurrence, the customer was unable to hear the low insulin alert. The customer declined to provide details regarding the reported issue and declined to perform troubleshooting with tandem technical support. There was no reported impact to blood glucose level.